Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was powering on by itself. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit was powering on by itself. It was also stated that only the alternating current (ac) power and battery were connected. The remote service engineer (rse) and customer performed a troubleshoot together. The customer stated they would swap power management (pm) printed circuit board assembly (pcba) for more troubleshooting. The customer stated they would replace the pm pcba if required. The rse provided the customer with the part number of the pm pcba to order and replace. The customer replaced the pm pcba and informed the rse that it did not resolve the reported issue. The rse then provided the customer with the user interface (ui) printed circuit board assembly (pcba) part number to order and replace. The customer replaced the ui pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.